Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens and the lens cracked upon insertion. The lens was removed with no patient injury, no enlarged incision or sutures. The reporter stated the event was possibly due to a loading error.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Results: visual inspection of the returned product found the lens torn into two pieces, with tears in the lens optic. There was evidence of clear surgical residue. (B)(4).